Manufacturer narrative:
Concomitant product: ICU medical secondary tubing cl3361, therapy date: (B)(6) 2015. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that sympathetic flow occured with the primary saline infusion, which resulted in a 20 minute delay to the completion time of the secondary dtic infusion. This event was discovered when the nurse noted that the primary saline bag was empty and the secondary bag was half empty when it should have been 3/4 empty. The nurse clamped off the primary tubing to infuse the remaining dtic. There was no patient harm.